Event description:
Customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct kitted nasal swab. Unknown if confirmation test was performed. No further information regarding symptoms, health impact or outcome was provided.

Manufacturer narrative:
Customer reported having run only the positive qc and did not run the negative qc before testing. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.